Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator generated an abnormal noise. Although, the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The pump manifold assembly was returned for evaluation. The service engineer evaluated the assembly and verified the reported complaint. The manifold was placed into a test ventilator. After about 10 minutes of ventilation the pump started making a high pitched squeaking noise coming from the bearings. Aside from the squeak, the device functioned properly. A visual inspection was performed and no defects were observed. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.